Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram showed a pericardial effusion which was drained. No perforation was evident and no arrhythmia was reported. Two hours following implant the patient arrested and cardiopulmonary resuscitation (CPR) was initiated. CPR was unsuccessful and the patient died. The physician reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient¿s death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.